Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable connector was cracked and the orange (+5v), brown (-5v), black (main batt), and yellow (pgnd) wires were open inside of the connector. The root cause for the broken connector and broken wires could not be positively identified but was likely physical abuse. No adverse event resulted from the broken connector and wires. The pt received a replacement electrode belt.